Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient¿s device was disabled following the low impedance observation. The patient did not experience any adverse events associated with the low impedance observation. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
It was reported that device diagnostics resulted in low impedance (60;600 ohms). There was no known trauma that could have caused the low impedance. X-rays were performed and sent to manufacturer for review. Review of the x-rays did not identify any obvious discontinuities with the vns system. The patient was referred for surgery. The patient underwent lead replacement surgery. The surgeon reported that there was fluid in the lead. The explanted lead has not been received to date.